Event description:
The facility returned the device for service. During service the baxter canada repair technician noted a depleted main battery. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted main battery was confirmed. The main batteries were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.